Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt states she is having 'nothing but issues with' her system. Agent asked for details and the pt states she was told that she should only have to charge her ins every 3 days but she is finding that it is usually closer to 1.5 days and it is very annoying and makes the pt not want to use her system. Agent reviewed charge frequency is dependent on settings and the pt said that was established when the ins was first implanted--agent went on to say that the settings can be adjusted but at this point the pt promptly ended the call.